Manufacturer narrative:
On (B)(6) 2020:the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The left received device information updated to cat#:3504501bc, lot#:7566202. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020 indicated that date of implantation was on (B)(6) 2019. Patient reported that her right breast was also itching. The mre review was unintentionally missed from previous supplemental report (3). This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4) the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On november 09, 2020 mentor became aware that method, conclusion, and result codes were not included in previous follow up (1). Please see the correction in this report. Below information unintentionally were also missed from previous follow up: additional information received with the device indicated that the patient underwent bilateral capsulectomies and bilateral replacements as follow: left replaced with cat#: smpx-465, sn#: (B)(6), and right replaced with cat#: smpx-465, sn#: (B)(6). This report is or the left prosthesis. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation completed on november 9, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade ii. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a mentor memorygel 350cc silicone prosthesis experienced right sided capsular contracture grade iii left sided grade ii capsular contracture post procedure. As a result patient scheduled for bilateral explant on (B)(6) 2020. This report relates to left prosthesis.